Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.3, h.6 and h.10. The company service representative examined the system and was not able to confirm or replicate the reported event. As preventative measures (pm), the company service representative adjusted cables within the system and replaced the solenoid spacer clip. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor vacuum during the ultrasound mode of an ocular procedure. The procedure was completed without harm to the patient. Additional information has been requested.